Manufacturer narrative:
An event regarding an infection involving a scorpio insert component was reported. The event was not confirmed. Method and results: device evaluation and results: the returned insert component appears consistent with a poly component that was in vivo for over 10 years and subsequently explanted. There is polishing evident on the bearing surface of the component. Yellowing of the insert is also noted which is consistent with absorption of synovial fluid in vivo. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the infection could not be determined because insufficient information was provided. Further information such as pathology reports, medical records, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient fell backwards. Replaced scorpio size 5 8mm tibial insert with scorpio size 5, scorpio cr femoral implant #7, and series 7000 std. Tray #5 and put in a cement spacer with cmw 2 antibiotic cement. Follow up with surgeon. Pain from fall, knee swelling.

Manufacturer narrative:
The following other devices were also listed in this report: scorpio fem cr pa size 7 lft; cat# 70-5207l; lot# k04t946; scorpio fixed bplate pa size 5; cat# 7145-0005; lot# t04a113. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. When completed, the investigation results will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
Patient fell backwards. Replaced scorpio size 5 8mm tibial insert with scorpio size 5, scorpio cr femoral implant #7, and series 7000 std. Tray #5 and put in a cement spacer with cmw 2 antibiotic cement. Follow up with surgeon. Pain from fall, knee swelling.